Event description:
It was reported that shortly after implant, this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. The most recent in-office measurement recorded was greater than 200 ohms. Technical services (ts) recommended an urgent in office evaluation and discussed that the alert will not retrigger until the device is interrogated with a programmer. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that during an in-office evaluation, it was discovered that this ICD migrated into the axilla area of this patient. Lead measurements were noted to be within range. Ts recommended to follow up with the implanting physician for further evaluation of the migration. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that shortly after implant, this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. The most recent in-office measurement recorded was greater than 200 ohms. Technical services (ts) recommended an urgent in office evaluation and discussed that the alert will not trigger until the device is interrogated with a programmer. No adverse patient effects were reported. At this time, this device system remains in service.